Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image being displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to to the printed circuit board not responding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.